Manufacturer narrative:
Na

Event description:
Shortly after the surgical procedure, it was reported that the patient complained of stabbing pains. The physician opened the pocket and noted the lead had perforated. The physician then repositioned the lead to a mid-septal location. The patient was reported to be stable.